Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -7.00 into the left eye (os) on (B)(6) 2023. The patient experienced toxic anterior segment syndrome (tass). Treatment and diagnostics were performed. Anterior chamber lavage was performed and subconjunctival steroid injection, oral steroids and topical drops (antibiotics and steroids) were prescribed. The lens remains implanted and the problem was resolved. The cause of the event was the device. Cause details provided: "tass is occurring on a regular basis." H6-health effect- impact code: "4625" and "4614" should be added. H6- medical device code: "1401" should be removed and "2993" should be added. Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -7.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Toxic anterior segment syndrome (tass) was observed. Diagnostics were performed. Anterior chamber lavage subconjunctival steroid injection, oral medicine, and ophthalmic drops. Decadron subconjunctival injection, prednisone 10mg, every hour (vegamox, tobracin, rinderon. The problem was resolved. Reportedly, "tass is occuring on a regular basis." Cause of the event was the device.